Event description:
Account reported patient underwent uneventful ilasik ou (B)(6) 2014. Presented at 2 days post treatment with diffuse lamellar keratitis (dlk) in right eye more than left eye. Increased steroids and rinsed flaps. Patient seen (B)(6) 2014. Dlk resolved. Visual acuity sans corrected (vasc) 20/20 right eye and 20/25 left eye.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.